Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on (B)(4) 2015, to report that patient experienced bleeding at sensor insertion site on (B)(4) 2015. The sensor was inserted at the abdomen on (B)(4) 2015. Patient did not experience any unusual pain or discomfort upon sensor insertion. Additionally, patient did not experience anything unusual during deployment. Patient noticed profuse bleeding soon after the sensor deployed. Patient removed sensor. Patient reported that the bleeding lasted for several hours. Patient applied pressure, using a wash cloth, dish towel and clothes. Bleeding continued. Patient went to the emergency room (ER), where she was given 1 suture. Patient's nurse reported that the patient was taking plavix and baby aspirin at the time of the reported event. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap. There was no alleged device malfunction. It should be noted that patient reported, currently taking plavix and aspirin at the time of the reported event. Anticoagulants and acetylsalicylic acid are a known cause of bleeding.

Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on (B)(6) 2015, to report that patient experienced bleeding at sensor insertion site on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. Patient did not experience any pain or discomfort upon sensor insertion. Additionally, patient did not experience anything unusual during deployment. Patient noticed perfuse bleeding soon after the sensor deployed. Patient removed sensor. Patient reported that the bleeding lasted for several hours. Patient applied pressure, using a wash cloth, dish towel and clothes. Bleeding continued. Patient went to the emergency room (ER), where she was given 1 suture. Patient's nurse reported that the patient was taking plavix and baby aspirin at the time of the reported event. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. There was no alleged device malfunction. It should be noted that the complaint states that the patient was taking plavix and aspirin at the time of the reported event. Anticoagulants and acetylsalicylic acid are a known cause of bleeding.